Event description:
It was reported that during a bilateral transurethral resection of the bladder, the ceramic tip of the device broke off inside of the patient. The procedure was completed without any delay, but post procedurally, the patient underwent additional abdominal/pelvis imaging and the ceramic tip was noted. The patient required another procedure, under general anesthesia, two weeks later; the ceramic tip was removed by the physician with a grasper. The removed ceramic tip was consistent with the prior imaging findings. The patient required additional imaging the following month as well. The patient's current condition was requested but not provided.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the ceramic tip of the sheath was confirmed to be broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the likely cause of the reported event is as follows: 1. Thermo-mechanical fatigue. 2. Wear and tear. 3. Improper handling/excessive force (impact, shock). This supplemental report includes an update to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.